Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2022-00101 for the second report. It was reported that the probe was placed by the anesthesiologist in the operating room, when the child was returned to the ward they complained of pain in their throat. It was noted that the probe guide was still present and that the probe was twisted and being held [in] by strips. An attempt was made, by the medical professional to remove the guide but was met with resistance, eventually the medical professional managed to remove the guide but when they checked the location, they could not hear any air in the stomach and there was no gastric return. The doctors were informed, and an x-ray was used to verify the location. The x-ray revealed that the tube was slightly twisted in the stomach and needed to be moved back slightly. When an attempt was made to pull the tube back slightly a test revealed the tube was cracked. The tube was removed and replaced with another one.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30151280 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 18 jul 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.